Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with no input. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer reported that the numbers were ramping on their own. The customer's blood glucose was 205 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.